Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing sensory and mobility issues. Additional information was received that the patient had an epidural hematoma. Surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue. The patient regained mobility and is recovering well.